Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and urethral atrophy. The patient was evaluated by the physician, who confirmed incomplete urethral coaptation that was attributed to the urethral atrophy. Consequently, the aus was removed and replaced. No additional complications were reported.